Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2008 and right total knee arthroplasty on an unknown date. Subsequently, patient experienced aseptic loosening on previous right knee arthroplasty, less than 90 degree flexion in right knee, lateral left knee joint pain, left knee pain, patellofemoral joint irritated on left knee, and tender medial lateral joint lines on left knee. No further information has been provided.